Event description:
Complained of instability of knee. Xray showed well fixed implant. Planned redo, with wider spacer for continuing symptoms. Some wear of articular surface and several small bits of synthetic material found. Articular surface replaced.